Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had ec 41171 / downstream occlusion damaged. No customer damage reported. This issue is not related to physical damage/abuse. There was no delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device received on 6/12/2024. One device was returned for repair in used condition. Visual evaluation of the device found missing battery door, damaged downstream occlusion (dso) sensor and damaged upstream occlusion (uso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no evidence in event history log to review. Primary reported problem was duplicated. Visual inspection found the dso sensor was damaged. Replaced the dso sensor to correct the issue. The device passed all functional testing after the repair.